Event description:
It was reported that patient went to the emergency room due to bad reaction to the spinal cord stimulator trial lead. The patients spinal cord stimulator trial leads were removed. The explanted devices were not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately three days after the trial procedure from date manufacturer was made aware. Product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7266036, UDI: (B)(4).